Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) could not be interrogated prior to implant. A second wand was used, but still the device could not be interrogated. The device will be returned for analysis.